Event description:
Mother of a patient reported that her daughter experienced post-op screw breakage resulting in significant pain. Contact reported that 3-weeks post-op, her daughter had extreme pain. It was found that the screw had broken that anchored to construct in the pelvis. A revision was performed to address this issue. As a result, an MDR is filed to document this event.

Manufacturer narrative:
Review of images confirmed the reported problem. The screw in question appears to have toggled within the bone prior to breaking. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.